Event description:
It was reported that: unable to push through the valve with the manta. Additional information on 06apr2023: this was on the same patient same day. Both failed devices used a 3rd to complete. Issue was during a percutaneous ventricular assist device pvad procedure. There were no issues advancing or withdrawing procedural sheaths. There was no buckling or bending of the bypass tube when it met resistance but there was severe resistance reported. The first device was removed in its entirety (associated to 3010252479-2023-00074 manta), but the same severe resistance was reported on the second manta device which was also removed. The third device deployed. There was no patient harm and they were reported as fine post the procedure.

Manufacturer narrative:
Qn#: (B)(4). An investigation will be opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a percutaneous ventricular assist device removal, a 14f manta was deployed for closure. No issues were encountered advancing or withdrawing the procedural sheaths. While attempting to insert the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub although no buckling or bending occurred to the bypass tube when met with resistance (see 3010252479-2023-00074 manta). The first 14f manta device and sheath were removed, and a second 14f manta device and sheath were opened. Again, while attempting to insert the bypass tube through the hemostatic valve of the manta sheath, the bypass tube met with resistance and would not advance into the sheath. The second 14f manta device and sheath were removed, and a third 14f manta device and sheath were opened, successfully achieving hemostasis. No known harm or consequence occurred to the patient, and the patient outcome post-procedure was fine. The manta instructions for use indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. For further investigation, lot review, and other testing. The der process will continue to monitor for any similar events.

Event description:
It was reported that: unable to push through the valve with the manta. Additional information on 06apr2023: this was on the same patient same day. Both failed devices used a 3rd to complete. Issue was during a percutaneous ventricular assist device pvad procedure. There were no issues advancing or withdrawing procedural sheaths. There was no buckling or bending of the bypass tube when it met resistance but there was severe resistance reported. The first device was removed in its entirety (associated to 3010252479-2023-00074 manta), but the same severe resistance was reported on the second manta device which was also removed. The third device deployed. There was no patient harm and they were reported as fine post the procedure.